Event description:
Customer reported the side of the set that connects to the jelco (IV catheter) is leaking between the jelco and the connection to the set. No patient harm or medical intervention required. Customer states that no product will be returned because no sets were saved. Customer states that the child patient was flailing around and because of this, it was difficult to get the set connected.

Manufacturer narrative:
(B)(4). Carefusion sales consultant visited customer site and tried to replicate the leaking connection of the extension set to the jelco but was unable to do so. Training was provided to the staff on proper connection of extension set to the jelco catheter. Unable to determine the cause of the customer's reported leak. The customer stated the disposables have been discarded and are not available for failure investigation.